Manufacturer narrative:
Product involved in incident was not returned for evaluation. Dhrs were reviewed and no records confirming the defect were observed. Archival samples meet requirements of specification. 10 pen needles from archival sample were randomly selected for testing. Pen needles from archival sample were assembled on pen injector. With every attempt, droplets on the cannula were observed and injection of applied dosage can be seen which confirms the correctness of the pen needle assembly on the pen and the patency of the needles. Fluid flow was obtained in all tested pen needles. The defect is not confirmed. Root cause analysis was not conducted. No CAPA initiated. If product involved in complaint is returned, arkray will send to manufacturer for testing and file a follow-up report when evaluation is complete.

Event description:
Customer says he places the pen needle on the pen, releases some of it to let out the air, and then places the pen needle in his skin. Most of the insulin is injected, but occasionally the flow of the insulin is compromised and not all of it comes out, and occasionally 10ml is left and will not come out. Caller states that 10-12 needles from the box has had this issue. Replaced devices and sent rl.

Manufacturer narrative:
Customer returned complaint pen needles. The pen needle without the seal was visually inspected. Bent needle and damage on the inside of the hub were observed. They are characteristic to the marks left after incorrect assembly. User error, incorrect assembly. The defect is not confirmed. Root cause analysis was not conducted. No CAPA initiated.